Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Unable to make contact with the customer via telephone at call backs on (B)(4) 2017. Unable to send letter as no address on file for customer. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Customer had initially called for e-5 error: test strip error that had occurred when the blood sample was absorbed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of hi using truemetrix meter. Customer was advised to seek medical attention. The customer is concerned with results obtained of hi. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer felt well and did not report any symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.